Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing random warmth at the ipg site and would wiggle the device with his hand in order to resolve the issue. The patient continued to use the scs system continuously. The patient denied the issue was related to using external devices. Recently the patient reported the heating and become more distinct. The sjm representative turned the system off during troubleshooting due to the heating issue. It was reported surgical intervention was to be undertaken at a later date to address the issue.